Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. External visual inspection analysis noted tool marks on the case and body fluid contamination in the lead barrels. All seal plugs were intact and all set screws operate normally. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
Boston scientific received information that during a left ventricular (lv) lead revision procedure for an unknown reason, this cardiac resynchronization therapy defibrillator (crt-d) was programmed to monitor only (mo) and the patient received shock. Likewise, the device was interrogated and displayed a safety core mode. The device was explanted and replaced. It was also reported that the new device along with an unknown right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement of 200 ohms. A decision has been taken to replace the rv lead. Attempts to obtain additional information were unsuccessful. Evidence suggests that the rv lead is no longer in service while the new device remains in service. No additional adverse patient effects were reported.